Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. Correction: section d was updated to reflect product batch/lot number as: k11241003 0075.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that as soon as they noticed the broken wire on 8mm fenestrated bipolar forceps instrument, they informed the surgeon and changed the instrument. They were not sure if fragments were left inside the patient since they did not see or notice anything. No x-ray was performed on the patient.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.